Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's child reported on social media that the device "about killed my stepdad". It was reported that the patient was brought to the emergency room by the paramedics. While at the hospital, they calibrated the dexcom and retested the patient's blood sugar and the cgm was over a hundred points different from the bg meter. There was no additional patient or event information available as there was no contact information for follow up provided on social media. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.